Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed with error code 1870 which is a motor related issue and will stop the infusion for the second time during patient use. There was no patient harm.